Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: occurred during a laparoscopic proctectomy procedure. Upon the first firing for the rectum resection, the jaws were closed and the green button was pressed. However, the device did not fire. An open / close test of the jaws was performed without any problem. The procedure was completed with another device. The event occurred during the procedure but the product was not used for the patient. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The reload was loaded into a post market vigilance powered stapler for functional testing, the interlock was overridden, and the reload fired satisfactorily. Replication of the pre-fired condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.